Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the knife was visually inspected and no damage was noted. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 337d51, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut. Did the device cut the tissue? Please provide mor details for "doctor was using the same in a lar procedure." 1-not completely. 2-not completely stapled. 3-60-70% staple line were there but remaining area staple line did not see. 4-yes. 5-one side was complete and one side it was not complete and it was narrow incomplete donut. 6-it was a partial cut on the tissue and washer was cut. 7-washer cut was as normal. 8-not completely but about 30% did not cut. 9-he was using in lar procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, did not fire properly and also did not cut the tissue completely. Doctor was using the same in a lar procedure. There was no delay in the procedure and completed successfully. No patient consequences were reported.